Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (value not provided) and was hospitalized due to diabetic ketoacidosis (dka). Contact reported the pump settings were changed by the diabetic educator and elevated bg may have been caused by the setting change. Contact was not with the customer at the time of the report; no additional information was provided. Upon follow-up, contact reported the issue was resolved. No further information regarding the hospitalization was provided.